Manufacturer narrative:
Additional information was received that the patient's back surgery was unrelated to device or procedure.

Event description:
A report was received that the patient underwent a back surgery for an unknown reason.

Event description:
A report was received that the patient underwent a back surgery for an unknown reason.